Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer will change the necessary supplies to resolve the issue. Customer¿s blood glucose (bg) level was 361 mg/dl.